Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump displayed an undetermined system error. The system error was described as a system error that mentioned an occlusion sensor. The therapy was restarted and the pump was reloaded; however, the same system error displayed after a few minutes of running. To resolve this problem, the infusion was switched to a new pump and the tubing was replaced. This occurred in the med/surg intensive care unit (msicu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.